Event description:
It was reported that beyond 48 hours post procedure, the aneurysm regrowth was observed which required treatment. Per physician¿s opinion, the reason for the recanalization of aneurysms was coil compaction. According to the site, the relationship of the adverse evert 'aneurysm regrowth' probably related to the subject device, study disease and pre-existing condition/co-morbidity. The patient¿s current condition is stable, neurologic baseline.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The event description indicates a probable relationship between the adverse event and the pre-existing condition and a probable relationship to the subject coil. No device malfunction was reported during the initial procedure. A probable cause of anticipated procedural complication will be assigned to this event. This appears to be an event where a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that beyond 48 hours post procedure, the aneurysm regrowth was observed which required treatment. Per physician¿s opinion, the reason for the recanalization of aneurysms was coil compaction. According to the site, the relationship of the adverse evert 'aneurysm regrowth' probably related to the subject device, study disease and pre-existing condition/co-morbidity. The patient¿s current condition is stable, neurologic baseline.